Manufacturer narrative:
All in all, unfortunately due to lack of the claimed product ("the hosp is not willing to return it for inspection" according to info stated on the complaint form) it is impossible to determine the real root cause of the issue - why did the gold loop broke during the procedure?. History records have been reviewed and no non-conformances have been discovered. Moreover, in the picture it is visible that the loop was bent, insulated area is malformed - according to IFU: "do not use if the loop is bent, twisted, malformed, or does not unfold completely to the original rhomboid design when the handle is completely advanced. "Additionally, burn to the pt bowel may have been caused by touching the active part of the electrode, according the IFU: "always verify that the active (ie un-insulated) portion of the electrode is not in contact with any organ other than the uterus (eg bowel or vessel) before activating the generator." All in all, without the product in house we can only assume that the defects occurred due to improper handling of the product.

Event description:
According to (B)(6) the loop allegedly broke when he tried to amputate the uterus (she could not confirm the generator settings). Subsequently, there was allegedly a superficial burn to the pt's bowel. A general surgeon was called in and he assessed that there was not a through and through burn/.perforation. I do not have any add'l status on the pt but they did not believe there was a "significant injury".